Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was having trouble with the insulin pump and setting up the new infusion set. Customer's blood glucose was 123 mg/dl. Customer stated that the alarm is still active on the pump at the time of the call. Customer stated that the insulin did exit the tubing. Customer was using the same set and a new reservoir. Customer stated that the pump did not alarm no delivery with manual prime. Customer was advised to return the infusion set and reservoir.